Event description:
The pencil was placed on the drape. A ligature was sounding and therefore the staff did not hear a retractor, which was under the drape, pulled up against it which activated it. It burned through the drape and burned the pt. The pencil was tested by the staff after the burn was discovered and was working ok. The pencil was then thrown away by the staff.